Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Reprogramming was performed after the patient had car accident. The physician decided to extract the lead and noted that the helix would not extend. This rv lead was returned back to the laboratory. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead abrasion thru coil. This type of damage is consistent with repeated stress over time. The reported high pacing threshold was likely the result of the lead damage observed by the laboratory.